Event description:
Attorney's report of pt's alleged pain, recurrent hernia and permanent disfigurement due to defective mesh. The legal complaint/summons states the product was non-recalled composix kugel mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.